Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive action (CAPA) database review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. The patient effect of hematoma is listed in the electronic perclose prostyle instructions for use (IFU) as a possible adverse event of use of the device. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. The reported patient effect of hematoma is a known risk of the procedure. Factors that may contribute to difficulty inserting the device over the guide wire include, but are not limited to, patient femoral vessel/ anatomy variables or aggressive manipulation during insertion. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.d4: a partial UDI was provided as the lot number is not known.the additional device referenced in b5 is filed under a separate medwatch report numbers

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using two proglide device after a pulse field ablation (pfa) procedure with a 5fr sheath. Reportedly, the device would not track over the guidewire for both devices causing a mild hematoma. The hematoma was treated via a surgical cut down. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.